Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Received transfer call from ce. Customer stated she tested her blood sugar and received a reading of 220mg and treated herself with 4 units of insulin, which caused her to crash. She stated she started to sweat and crash afterwards. She also stated it happened so fast. Attempted to get more details, but customer was not cooperative. Customer using proper technique, but stores strips in the kitchen. Educated her on proper storage conditions. Replacing meter, strips and sending control solution as she has none.